Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this product was returned in several segments. Visual inspection revealed insulation damage, this was found to likely be due to lead on lead abrasion. There was blood and tissue intrusion of the inner lead indicating long term migration of material due to an outer insulation anomaly. The clinical observations were able to be confirmed and are related to the findings found during analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited noise and was not performing as expected. Therefore, this lead was abandoned. Subsequent information indicates that the patient underwent a revision procedure and this lead was explanted and replaced. No further complications were reported.